Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan (lfs) in (B)(4) alleging the patient¿s onetouch ultraeasy meter was displaying an error 2 strip issue message. According to the ot ultraeasy owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2014 at an unknown time. The reporter stated the patient uses no medications to manage his diabetes. The reporter stated on an unknown date and time the patient developed symptoms of ¿sweating and seizures¿ which he associates with hypoglycemia. The reporter stated the patient had a feeding via his feeding tube and felt better on (B)(6) 2014. The reporter stated no other device was used. At the time of troubleshooting, the cca determined it was not the first time the meter had been used and there was no misuse of the subject meter. The patient was using the correct testing steps. When the power button was pressed, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the meter issue, the patient developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.